Event description:
Bp760 ventilator in-operative alarm sounded, pt was manully ventilated, no distress noted. Ventilator removed from service. The ventilator was removed the next day by bio-med for repair.